Manufacturer narrative:
No unexpected button error alarms were noted. The pump had intermittent button response on the down arrow button due to a flattened dome switch. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and scratches on the reservoir tube window.

Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.